Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device in question was not received for investigation.upon the evaluation (based on given information), it could be confirmed that the affected bipolar cutting loop won't be distributed anymore since september 2015. In conjunction to a shelf life of 5 years, the most probable root cause is that the shelf life was exceeded. The damage of the product is not caused by a production problem or material defect the event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that a loop / insert (bipolar cutting loop) broke during the treatment. No harm to patient / user / third parties reported. No further information available.